Event description:
Caller reported malfunction on pump with a specific malfunction code occurring and returning even after a reset. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted with reset, but since the issue recurred, they decided to replace pump. Customer was advised on steps to take with new pump and instructed to return old pump within 10 days using provided return box and label.